Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (patient sample result=0.330 ng/ml) from a single patient sample processed on the vitros 5600 system. The sample was retested per customer policy. The retest result (repeat result<0.013 ng/ml) was believed to be true and a corrected report was issued. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected patient result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros 5600 system. An ocd field engineer cleaned the incubator subsystem and performed adjustments to the signal reagent subsystem of the vitros 5600 system. However, vitros trop I es precision testing performed prior to and after the field service actions were within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Additionally, based on historical quality control data, no vitros trop I es reagent issue was identified as a contributing factor. Therefore, there is no indication that an instrument or reagent issue contributed to the event. The investigation could not determine a definitive root cause.